Event description:
It was reported that x-ray confirmed the right ventricular (rv) lead had become dislodged and was in the right atrium. The lead was found to have no capture in the ventricle. The lead was removed and a new lead was implanted. It was further reported that x-ray shows the right atrial (ra) lead with no slack and dislodgement. The lead was attempted to be repositioned but the sensing was unstable and there were high thresholds on the lead. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.